Manufacturer narrative:
(B)(4) date sent: 12/17/2021 additional information: per the surgeon, the procedure was a revision of a previous gastric sleeve, and the dissection was difficult due to stiff tissue and adhesions of the fundus to the spleen. The procedure was completed without difficulty, and the surgeon completed two leak tests of which both were successful. He stated that there were no issues with malformed staple or staple formation, and that the device fired without difficulty. The patient had no issues in recovery and was discharged home. Six days post operatively the patient returned to the hospital complaining of back pain and shortness of breath. Upon examination he was found to be tachycardic, tachypneic, and diaphoretic. It was recommended by the physicians that the patient be admitted for further assessment, but the patient refused and returned home. Six hours later the patient came back to the hospital and was admitted. The patient passed away sometime later.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what was the patient age, gender, and bmi? Age (B)(6), gender male, bmi 45. Is it the surgeon¿s standard routine to use 6 black cartridges in a revision surgery? No, his assessment is usually on case by case especially in revision surgeries. Were any difficulties experienced in initial procedure? Yes, visualization was a little bit compromised due to the adhesions, the fundus was strongly attached on to the spleen. Please further explain chest tube insertion for pe. The tube insertion was not for pe, it was inserted because the patient had pneumothorax and mild plural fusion bilateral. Can details be provided on findings of CT scan? Yes, a hematoma with gas around the fundus was observed which may indicate a contained leak. Was the scan performed with oral contrast? Yes. Was there a reoperation? If so, what was found? No reoperation was made the patient could not withstand general anesthesia. Was the source of the pus identified? No. Was a staple line leak confirmed? Not confirmed. Does the surgeon believe that an alleged deficiency of device caused or contributed to death? He cannot decide. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the case was a redo-sleeve gastrectomy, during the case 6 black gst reloads were used with a powered gun. The case was smooth and the doctor followed all the protocols of using the products (15seconds compression before each firing) and the patient was discharged second day. After 5days the patient was re-admitted to the hospital complaining of heavy breathing and abdominal pain, they assumed it¿s a pe and inserted a chest tube. The patient stayed in the hospital for observation, a CT was done and the result was clear, no leak detected on the CT, but the abdominal cavity was filled with pus. Later on, the patient coded but they were able to revive him, after that he went into renal failure and had a dialysis session. The patient coded and was revived a second time later that but was placed on a ventilator. Coded for the third time the following morning, but this time they were not able to revive him.